Manufacturer narrative:
(B)(4). Concomitant products: unknown stem p/n unknown l/n unknown; unknown magnum cup p/n unknown l/n; unknown taper p/n unknown l/n unknown. A revision has not been reported; the device(s) remain implanted. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-05920, 0001825034-2017-05921, 0001825034-2017-05922, 0001825034-2017-05923. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient has been indicated for a hip revision for unknown reasons at an unknown date. No further information has been made available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.